Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-28431. It was reported a patient presented in clinic on (B)(6) 2021, where an x-ray showed the right ventricular and atrial leads were dislodged. Both leads showed loss of capture. The leads were explanted and replaced in a procedure on (B)(6) 2021. Post-procedure the patient was stable.